Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number (B)(4). Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the submitted log files and log file downloaded from the returned system controller (B)(6);however, the alarm was not reproduced during testing of the returned controller. The submitted log file contained approximately 20 days of data (27aug2020 ¿ 16sep2020 per the timestamp). The submitted log file and downloaded log file contained approximately 28 days of data combined (03oct2020 ¿ 31oct2020 per the timestamp). The log files captured a controller fault alarm due to a backup battery test circuit fault on 31oct2020 from 05:27:59 to 06:22:53. The driveline was disconnected on 31oct2020 at approximately 07:09:56 to exchange the system controller. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller functioned as intended during testing and successfully operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. During the evaluation of the system controller a missing pin 1 (redundant v+) on the white system controller power cable connector was identified. The device history records were reviewed and the records revealed that the heartmate ii system controller, (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 29jul2019. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, low voltage hazard, no external power, pump stop, and low speed alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that per the vad coordinators the patient had a controller exchange on (B)(6) 2020 due to yellow wrench alarms and pump stoppages. The patient's pump is reported under MFR # (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarms were not reproduced during testing of the returned controller. The downloaded log file contained approximately 28 days of data (03oct2020 ¿ 31oct2020 per the timestamp). The log file captured a controller fault alarm due to a backup battery test circuit fault on 31oct2020 from 05:27:59 to 06:22:53. The driveline was disconnected on 31oct2020 at approximately 07:09:56 to exchange the system controller. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller successfully ran on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. During the evaluation of the system controller a missing pin 1 (redundant v+) on the white system controller power cable connector was identified. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, low voltage hazard, no external power, pump stop, and low speed alarms, and the actions to take if the issue does not resolve. Heartmate ii IFU section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.